Event description:
Unomedical reference number (B)(4) event occurred in netherlands. It was reported that, the patient was hospitalized on (B)(6) 2024 due to low blood glucose level. The patient was hospitalized for a couple of hours and was treated with intravenous therapy. The insulin pump was in use within 48 hours of occurence of event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands.